Event description:
The manufacturer received information alleging an oxygen blending module failure occurred on a ventilator. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, an oxygen blending failure error code was found in the device's error log. The pca board needs to be replaced to address the issue.